Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the ventricular sensing indicator light on the external pulse generator had a malfunction while connected to the patient. The device was taken out of use and a different device was used for fear of a more serious malfunction. The device will be sent in for repair. No patient complications have been reported as a result of this event.